Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule detached early from esophagus prior to the end of the procedure. The physician described some coughing prior to the capsule appearing in the mouth and noted there was some blood seen where the capsule was attached when the second capsule was placed. A minor laceration occurred and no treatment was required. There was no patient and user harm.